Event description:
A customer reported error message ¿4273 hybrid cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The customer rebooted the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse contacted the customer and instructed them to inspect the hybrid arm hd assembly z-axis. The customer stated they will check back with tosoh the next business day. The customer called back and spoke to technical support specialist (tss) and stated they cleaned the hybrid arm, no error recurred and the customer did not require service but did request a follow up call. Fse followed up with the customer the following day and the customer is performing sample runs without error. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 23oct2021 through aware date 23nov2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4273) hybrid cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the dirty hybrid arm z-axis.